Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, the device was found with hair residue inside the packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows one biopsy needle within the bard imprinted sealed package and hair was observed inside the sealed package. Based on the photo review, the reported issue was confirmed as hair was noted within the sealed package. Received one sealed maxcore disposable core biopsy instrument. Product packaging and label were returned, and product information was verified with tw. During visual evaluation, a hair was observed on the needle protector inside the sealed package. No other anomalies were noted. Therefore, based on the photo review and evaluation results, the investigation is confirmed for the reported device contamination with chemical or other material as a hair was noted within the sealed packaging. A definitive root cause for the device contamination with chemical or other material is due to the packaging issue (manufacturer issue). Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, the device was found with hair residue inside the packaging. The procedure was completed using another device. There was no patient contact.